Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up. Episodes of non-sustained rv oversensing were observed. The device was intermittently oversensing. Programming changes were made and resolved the oversensing.